Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the helium is leaking on a cardiosave intra-aortic balloon pump (iabp). It was additionally reported that the iabp quickly went through two bottles. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse was able to isolate the leak to the cart, and attempted to replace the helium regulator. The fse was also unable to use existing yoke on the new regulator, since the set screws attaching the yoke to the regulator were locked on. The fse ordered a new yoke and replaced the helium regulator; however, that did not resolve the leak. The customer was out of fresh helium tanks, so the fse removed the drawer panel and found that the inline connection bracket's screw was missing and the bracket was hanging unsupported. The fse was able to identify the leak at the connection point of the helium line to cart gauge, and ordered and replaced the helium line/connection to cart gauge. Leak was still present, so a gas sniffer was brought to help locate the leaks, and two leaks were located. The fse ordered the helium lines/connector and replaced both helium lines. The leaks were successfully repaired, and the fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, it was found that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. It was also reported that the iabp had gone quickly through 2 tanks of helium while in storage on cart. There was no patient involvement, and no adverse event reported.